Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time in save to disk was on (B)(6) 2012. The device recommended replacement time was less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012. The device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2003. (B)(4).